Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:06:12. During night drain cycle seven, the patient's ultrafiltration reading was 1237ml, indicating the home patient (hp) drained 1237ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was undetermined. If additional relevant information is received, a supplemental medwatch will be filed.